Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were in place and no physical damage was noted upon receipt. Error codes were not found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the reported error was indicated upon power up. Root cause of the reported event is unknown however, a worn drive rod and e-clip was detected. Recommended to replace the drive rod and rear housing due to age. A service device history review, device history record (DHR) review was performed and the current problem was found not to be related to a previous repair of the pump.

Event description:
It was reported that the system is faulty, found during testing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.